Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Event date - only year known, assumed (B)(6) 2012 that complaint was reported.

Event description:
It was reported that during an unknown procedure the jaws would not open all the way. Another device was used to complete the case. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. No jaw damage was noted. The jaws were not bent nor was the I-blade distorted. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. A batch record review was performed and no anomalies were found during the manufacturing process.